Event description:
Pursuant to information received from the physician, he felt the smooth saline device found in the box was not the correct size because the amount of saline that could have been injected into the prosthesis could have been increased tremendously.